Manufacturer narrative:
The device has been returned to olympus, and the image problem has been confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that their high definition autoclavable camera head had an unspecified issue. During preliminary evaluation and inspection of the returned subject device, an image problem (no image) was discovered. This MDR is being submitted due to the image problem found during evaluation and inspection. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the flickering image occurred due to a faulty cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. MFR report # 3002808148 - 2023 - 01941. Patient identifier: (B)(6). Additional information based on the legal manufacturer's investigation: please see updates to h10. The device has been returned to olympus and the customer¿s allegation of defective device was confirmed. The evaluation revealed the image was flickering. The cable unit was found to be twisted and a possible root cause for the flickering image. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.